Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, arrhythmia alarms, check te pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause of the open wire is excessive force placed on the cable. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/15/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient was receiving excessive "check therapy pad', "adjust belt" messages, and arrhythmia alarms.